Manufacturer narrative:
(B)(4). There is insufficient information available to determine the root cause of this event. Multiple follow-up attempts requesting additional information have been performed. The device is not available for evaluation, as it remains implanted in the patient. If new information becomes available, a supplemental report will be submitted accordingly. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with a bioprosthetic mitral valve underwent a valve-in-valve procedure due to unknown reasons. Implant duration of the pre-existing surgical valve is approximately six (6) months. A tmvr was performed with an edwards transcatheter valve. No other details at this time.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.